Event description:
Pt implanted with prodisc-l at l5-s1. Malposition and low back pain reported and prodisc-l was explanted. Reportedly, pt was fused at l5-s1. This is one (1) of three (3) reports submitted on this event.

Manufacturer narrative:
Device was not received at synthes. Device evaluation performed by facility. Evaluation for the superior endplate showed micro scratching, highly polished surface finish, bone ongrowth. Synthes is unable to determine expiration date or manufacturing date without a lot number.